Event description:
The complainant stated the head up function is moving unintentionally.

Manufacturer narrative:
The account replaced the right siderail patient control circuit board to repair the bed.